Event description:
Boston scientific received information that this patient's home monitoring system has detected high out of range right ventricular (rv) lead pacing impedances for this cardiac resynchronization therapy defibrillator (crt-d) and lead system. At the patient's most recent routine generator change-out procedure, the pacing impedance was 1500 ohms, the thresholds and the r-wave amplitude were normal. The physician was aware of the impedance measurement and elected to continue to use the lead. Approximately a month later, the patient's remote monitoring system transmitted that the rv pacing impedance was greater than 2000 ohms. The system was evaluated and there was normal sensing and thresholds, no noise was noted, and pacing impedances were noted to be chronically high. The plan was to monitor. Additional information has been received that occasional high out of range pacing impedances continue to be noted with this system. Recent evaluation again showed normal thresholds and sensing, and no noise on the lead. The patient will continue with normal follow-up, and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the health care professional (hcp). It was reported that the rv pacing impedance is chronically greater than 2000 ohms, but the system has been checked in the clinic and is fine. The health care professional (hcp) inquired about turning off the notification of the increased rv pacing impedance that is relayed from the patient's home monitoring system, and boston scientific technical services (ts) discussed information. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient was later seen in the hospital for non-cardiac reasons. Intermittent capture was noted on rv lead in addition to increased threshold measurements and chronic high out of range pacing impedance measurements greater than 2,000 ohms. The lead was viewed under fluoroscopy and the lead tip was observed to be broken at a 90 degree angle. An invasive procedure was performed. The pace/sense portion of the rv defibrillation lead was surgically abandoned and replaced. The shock portion of the lead remains in service. The device was explanted and replaced for reported normal battery depletion during the procedure. No additional adverse patient effects were reported.